Event description:
Inguinal hernia due to da vinci robotic surgery for prostate cancer, implanted with ethicon prolene hernia mesh. Post surgery groin pain diagnosed, (B)(6), as nerve damage. Includes bowel problems, swollen testicle, leg and groin pain, kidney pain, flatulence, increased stress urinary incontinence, increased blood pressure. (B)(6) hospital has treated with novocain and steroid injections, gabapentin, nortriptyline, desipramine, hydrocodone, codeine, morphine, none of which worked. Complications are on the increase with no clear diagnosis for treatment. (B)(6) has tried nerve damage to hernia repair and the hernia repair to the da vinci cancer surgery. (See: medwatch filed this date, same reporter, da vinci robotic surgical system).